Event description:
Backrets recline mechanism failed. Client reclined abruptly. Chair was sent to magic mobility on (B)(6) to repair the backrest. Client was taken into hospital with reports of bruising and minor pain. The client's wife was contacted on (B)(6) and confirmed this, but wouldn't give consent for magic to speak to the doctors or access therapist reports. Magic will continue to ask the wife for official reports.